Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2013 with the following findings: review of the black box and download history revealed the pump was running at default time/date. The pump was noted to have been running on the wrong time/date setting for several weeks. The pump history appeared to be inaccurate due to the time being set incorrectly causing the total daily dose to not reveal the user's programmed basal rates target for the reported period. On testing, the pump powered on normally and was exercised for 24 hours. The unit was turned off for 3 hours on (B)(6) 2013 and when it was turned back on, the time/date reverted to the factory default setting. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and revealed corrosion of the backup battery, which was unable to hold a charge.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose levels have been elevated up to 500mg/dl over the past two days and the patient has been tired and weak. The patient has been correcting their bg with manual injections. The pump was reviewed and it was determined that the patient set the time/date incorrectly. The reporter indicated that the pump time and date reset upon the last battery change and they did not reset it correctly. The patient was able to correct the time and date without incidence. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to use error of setting the time/date incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.